Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported bg levels rose to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 (mg/dl). Customer consumed milk and candy and bg levels rose to 98 (mg/dl). Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.